Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2022.